Event description:
Customer reported the beam is out of alignment. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a beam alignment. System operates as intended.